Event description:
It was reported that during a routine device change out, externalized conductors were observed via fluoroscopy. No electrical anomalies were detected. The svc coil was turned off and the lead remains implanted as a single coil lead. The patient was enrolled in merlin.net.